Manufacturer narrative:
(B)(4): the age of the patient is unknown, however it was reported that they were an adult.on an unreported date, the patient experienced relapsing peritonitis. However, it was reported that the peritonitis had been occurring since (B)(6) 2014.the device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced relapsing peritonitis manifested by an elevated eosinophil count coincident with peritoneal dialysis therapy. The cause of the relapsing peritonitis was unknown. It was not reported if the patient was hospitalized for the relapsing peritonitis event. Treatment for the relapsing peritonitis event was not reported. It was not reported if peritoneal dialysis therapy was ongoing. It was not reported if the patient was recovering or was recovered from the relapsing peritonitis event. Additional information was requested, but is not available at this time.